Manufacturer narrative:
It is unknown if the results were taken from a 10 count test strip vial with an unknown lot number or a 50 count test strip vial with lot number (100550).

Event description:
It was reported the customer received the following results on the guide system within 10 minutes: 36 mg/dl and 300 mg/dl. No adverse event reported. It is unknown if the results were taken from a 10 count test strip vial with an unknown lot number or a 50 count test strip vial with lot number (100550). The test strip vial with the unknown lot number is no longer available for return. Return of test strip lot number (100550) was requested for evaluation.